Event description:
A review of a (B)(6) year old male patient's flag files revealed a service code 110. Zoll customer support contacted the patient and issued him a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (service code 110) was confirmed. As received, the monitor would not power on properly. A root cause investigation is underway. A supplemental report will be submitted upon completion. No adverse event resulted from the defective monitor. The patient received a replacement monitor.